Manufacturer narrative:
The investigation was performed based on the given information (including electronic log file). The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Since similar complaints have been reported recently a CAPA (corrective and preventive actions) was initiated.

Event description:
It was reported that during a surgical procedure a ventilator failure occurred. No injury reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that during a surgical procedure a ventilator failure occurred. No injury reported.